Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A clinical review states no relevant clinical information was provided to perform a thorough medical investigation nor to determine the root cause of the reported failure. Although it was reported, the bleeding was controlled using another product, it is unknown if there was a surgical delay. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional medical information be provided, this complaint would be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the super turbovac wand alarmed when it was used to stop the bleeding. The device was arcing. The procedure was completed using a back-up device. The bleeding was stooped with another product. T is unknown if there was a surgical delay.